Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument stopped working. The instrument had a lax/damaged visible cable. The procedure was completed with no report of patient harm, adverse outcome or injury with no delays. No fragment fell into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the suturecut needle driver instrument was inspected prior to use and was found to be fine. Suturing was being performed when the issue occurred, and a damaged cable near the jaws of the instrument was immediately noticed. The instrument did not collide with any other instruments, and no fragment fell inside the patient's anatomy. A new sterile instrument was used to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and was found to have one grip cable broken at the proximal end, in the housing. The grip cable was broken near the clamping pulley. The clamping pulleys did exhibit signs of residue that would have contributed to the broken cable. Additionally, the instrument was found to have a loose grip cable at the grip hub. The instrument was found to have hairline cracks on the grip input shaft 6. Other backend components adjacent to the cracked inputs show damage which may indicate potential improper reprocessing. The ball bearings of grip input shafts 6 and 7 were corroded. The instrument was found to have an excessive amount of dried, white residue on the clamping pulley of input #6, located in the backend of the instrument. The groove surfaces exhibited a residual, powder-like deposit, that could be removed by wiping. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.